Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed button error due to corroded keypad traces. Insulin pump had a cracked display window corner and missing end cap sticker.

Event description:
It is reported that the patient's insulin pump was displaying a button error. Patient's blood glucose level is 152mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.